Event description:
It was reported that there were no reports of patient harm.

Manufacturer narrative:
E1 - facility name: (B)(6) hospital. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image failure occurred due to video connector contact failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.